Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was defective force sensing resistors (fsrs) due to the use of alcohol in the channel. Service replaced the fsrs to resolve the reported problem.(B)(4).

Event description:
The customer reported a flogard pump with an alarm 38. It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4)